Event description:
It was reported that the pt was scheduled to have a lead revision on (B)(6) 2011 because the leads were placed incorrectly. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).